Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine collection cup had foreign matter in them. This occurred on 600 occasions before use. The following information was provided by the initial reporter: urine cups look cloudy and dirty. Lab can't give them patient because they think that cups are already used.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® urine collection cup had foreign matter in them. This occurred on 600 occasions before use. The following information was provided by the initial reporter: urine cups look cloudy and dirty. Lab can't give them patient because they think that cups are already used.

Manufacturer narrative:
H.6 investigation: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident h3 other text : see h.10.

Event description:
It was reported that bd vacutainer® urine collection cup had foreign matter in them. This occurred on 600 occasions before use. The following information was provided by the initial reporter: urine cups look cloudy and dirty. Lab can't give them patient because they think that cups are already used.